Manufacturer narrative:
(B)(4) date sent: 11/17/2025 d4 batch #: unknown. Additional information was obtained: this was a demo unit returned from a prof ed event that failed incoming electrical safety. There is no patient consequence as it is a not-for-human device. Investigation summary per service manual operational and diagnostic analysis confirmed the reported failed electrical safety. The foot connector and enclosure bottom deco assembly were replaced as identified in the investigation to address the issue. Additionally, the patent label and magnetic rep label were replaced. These replaced labels were unrelated to the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported by service and repair that, special use demo request for lab ending 9/19/202510/28/2025 - unit failed electrical safety. Converted from pm to cm.